Manufacturer narrative:
The report of calcification and stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets, commissures 2 and 3 bent, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification restricted leaflet mobility and likely led to the reported stenosis. Leaflet 2 had two tears of 7mm along commissure 2, and 5mm along commissure 3. Leaflet 3 had a tear of 7mm along commissure 3. Calcification was evident near all the tears. The majority of leaflet 1 had been cut out from the valve; only a portion of the leaflet was returned and partially matched up to the valve. Leaflet 1 fragment had serrated markings. Leaflet 3 had a cut section of approximately 7mmx5mm; the cut fragment was not returned. The cuts on leaflets 1 and 3 had smooth and straight edges. The sewing ring had been cut around the valve and exposed the wireform at the inflow aspect and near leaflet 1 at the outflow aspect. Leaflet 3 had hematomas on the outflow aspect. Suture and pieces of calcification were returned with the valve.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted 10 years, eight months was explanted due to stenosis. All three leaflets were severely calcified. Pannus involvement throughout the valve was also noted. The explanted device was replaced with another edwards bioprosthetic valve. Patient was discharged on pod #4.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted 10 years, eight months was explanted due to stenosis. All three leaflets were severely calcified. The explanted device was replaced with a 25mm valve. Patient was discharged postoperatively day four.